Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm when he/she was doing an infusion set change. The customer's blood glucose level was not reported. The customer received the motor error alarm every time he/she rewound their insulin pump. He/she also received no delivery alarms. The customer was unable to complete the rewind sequence. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.